Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx2 bifurcated stent graft and two (2) vela suprarenals on (B)(6) 2017. The secondary case for this patient was completed on (B)(6) 2017 for an unknown reason and the patient was implanted with and a new afx vela suprarenal and an extender.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: secondary endovascular procedure for a persistent endoleak type 1a since implant, one week ago. The most likely cause of the proximal loss of seal is the presence of a symptomatic juxtarenal aneurysm (intentional user error). Notably, the left renal artery was purposefully covered to treat the persistent type ia endoleak. Procedure-related harms included a hospital acquired pneumonia. The patient was discharged to a skilled nursing facility on the eleventh post-perative day, on comfort care due to his declining physical and mental health. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).